Event description:
It was reported that post implant of (B)(4) adjustable band, the port is leaking. No restriction after 3 fills. Good restriction for the first week and then very little during the next 2. At the start of the 3 fills there was 1ml in the band and the same amount was extracted after 3 weeks with each fill. The patient is scheduled to have a port replacement. The exact date is unknown. .

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.

Manufacturer narrative:
(B)(4). The analysis identified that the catheter was returned with a puncture located 4.7cm from the port body connection base. A potential cause of the leakage on the tubing is the result of improper adjustment technique. (E.g. Needle puncture). A review of the instruction for use (IFU) was performed with regard to band tubing leakage. It was noted that damage to tubing during band adjustments may occur if the huber needles are introduced without identification of port placement via palpation or fluoroscopy. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.